Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient stated they last charged their ins on tuesday and the ins was now depleted. They stated that since the ins had been discharged, the patient had issues charging in which they sit there for ¿hours¿ with excellent recharge quality, but the ins charge isn¿t increasing. The rep stated that they¿ve been charging the ins in the office for the last half an hour with excellent recharge quality and the ins charge was still in the red. The rep asked if they would have to reset the controller in this situation. Technical services reviewed to continue to charge as everything appeared to be working normally at this point. It was reviewed that because the ins was charging normally, the passive recharge mode and disabling the device should not be necessary. Technical services reviewed how to disable the device as the rep asked just in case they needed to do so. It was reported that the event began three days ago on (B)(6) 2018. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that actions taken to resolve the ins being depleted and not increasing in charge after charging the ins for hours, with excellent recharge quality was when they charged in the office, it was noticed that charging was taking place and after an hour the battery was charged at least 25 percent. When the rep was asked the cause of these issues they stated that it was determined that the device was in fact charging, just that it was taking longer than usual probably because it was discharged. They stated that the issues seemed to be resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.